Event description:
It was reported that the ilet user experienced recurrent post-meal glycemic variability, running high after lunch with ramen and premier protein shakes followed by subsequent lows, and was assigned additional training due to excessive hypoglycemic events; device problem and component details were not available. Symptoms included episodes of hypoglycemia and hyperglycemia, with glucose values reported at 49 mg/dl and 210 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.